Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is implants impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates (bilateral-four implants on each side): p/n 7040-90, lot# i0254, manufactured 12/28/12, expires 2017-12, p/n 7055-90, lot# i0507, manufactured 07/03/13, expires 2018-03 (x2), p/n 7055-90, lot# i0392, manufactured 08/08/13, expires 2018-03, p/n 7055-90, lot# 154267, manufactured 03/21/13, expires 2018-03, p/n 7060-90, lot# 157756, manufactured 06/14/13, expires 2018-06 (x2), p/n 7065-90, lot# 157757, manufactured 05/17/13, expires 2018-05.

Event description:
The patient was diagnosed with degenerative sacroiliitis. On (B)(6) 2013, the surgeon performed a bilateral infuse procedure on the patient placing four implants on each side. After the initial surgery, the patient complained of leg left symptoms (pain, numbness, weakness). On (B)(6) 2013, the surgeon performed a revision surgery where he adjusted three of the four implants on the left side by backing them out a few millimeters. Neuromonitoring was used during the revision surgery. The patient reported that all of his leg pain was gone and that numbness had resolved the day following the revision surgery.